Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 14 of the patient's mouth. Implant surface not completely covered with bone, sinus augmentation and ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.